Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and osteolysis. Loosening of the femur at the cement to implant interface. Competitor cement was used. The poly had disassociated from the tray and was worn.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. No additional information was obtained. Review of the patient x-rays confirmed osteolysis. The reported device loosening at the cement to implant interface, poly disassociated from the tray, and worn devices could not be confirmed with the information provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.